Event description:
It was reported to boston scientific corp that during an anterior apical repair procedure using a pinnacle anterior/apical pfr kit, the suture split midway between the needle and the dilator when the physician pulled the mesh leg out of the entroitus. The split suture and needle were caught inside the capio device. The physician used another suture, tied it to the split suture, and successfully completed the procedure with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).